Event description:
The customer states that the interconnect cable was torn/frayed. The wires were broken inside the lemo receptacle. Also, there were lines thru the left monitor. The interconnect cable and image processor pcb needs to be replaced. No patient was involved.

Manufacturer narrative:
The ge service rep removed and replaced the interconnect cable, and image processor pcb. The system is ok to use.